Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic right atrial (ra) lead exhibited loss of capture and out-of-range (oor) low pacing impedances. As a result, the lead was explanted and replaced at the same time as the pacemaker was replaced for normal battery depletion (nbd). To date, no adverse patient effects have been reported.